Manufacturer narrative:
Correction to the event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: advantages of a prospective multidisciplinary approach in transcatheter aortic valve implantation: eight years of experience.   Citation: rev port cardiol. (B)(6) 2017;36(11):809-818. Doi: 10.1016/j.repc.2016.11.015. Authors: costa c et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding advantages of a prospective multidisciplinary approach in transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2008 and 2015. The study population included 383 patients (predominantly female; mean age 83 years), 113 of which were implanted with medtronic corevalve and 7 of which were implanted with medtronic corevalve evolutr (serial numbers not provided). Among all patients adverse events included: re-intervention due to valve migration to left ventricular outflow tract (lvot) and embolization to the aorta. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.